Manufacturer narrative:
On (B)(6) 2021, the customer alleged was hospitalized for diabetic ketoacidosis, in the canal where the battery goes in, from the top all the way to the bottom of the insulin pump and could not read there's a battery in it. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. The insulin pump recognized the test battery when inserting into the battery compartment noted. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at case behind the insulin pump at the battery compartment and battery tube threads. Customer alleged that the insulin pump could not read there's a battery in it was not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call they were hospitalized due to and diabetic ketoacidosis on (B)(6), 2021 with unknown blood glucose. Customer's current blood glucose level is 120 mg/dl. The customer was treated with intravenous insulin drip in the hospital. Customer experienced symptoms such as vomiting and nausea. The customer had been using the insulin pump system within 48 hours of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.